Manufacturer narrative:
No report of procedure delays or cancellations. During the time of the reported event, the washer's emergency safety door was not closed completely. The bottom part of the door was latched however the top was not fully engaged which allowed the door to only close approximately half way. The employee attempted to push the door shut and injured their shoulder. The reliance 130 cart washer operator manual states (p. 3-11), "to close emergency safety door, fold two panels to engage middle gasket, then push firmly until straight". The steris service technician arrived onsite and inspected the reliance 130 cart washer. The technician properly closed the emergency safety door and replaced the wearable slide surface. The technician ran a test cycle and found the reliance 130 cart washer to be operating accordingly. No additional issues were noted. On the week of 5/1/2017 a steris account manager conducted in-service training on the proper use and operation of the reliance 130 cart washer.

Event description:
The user facility reported an employee injured their shoulder while trying to push the reliance 130 cart washer's door shut. The employee received an ice pack and ointment from the user facility's health center and returned to work.